Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hand assisted left nephrectomy, the device was pushing u-shaped clips out and the clip would not form. Unk pt status.